Event description:
It was reported that a home patient received a system error 2240 (air in line) alarm on the homechoice (hc) during the initial drain of peritoneal dialysis (pd) therapy while connected to the hc device with a 3-prong automated pd set with cassette. There was nothing unusual noted about the supplies. The technical service representative (tsr) advised the home patient (hp) to start over with new supplies and to contact the registered nurse (rn) regarding the alarm. There was no patient injury. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.